Event description:
On 12/7/1998, the account obtained initial negative corzyme results for six pt samples, which retested repeat reactive. Positive results were reported for all six pts. The "od" values for the six pts were greater than 1.3 and occurred in rows 3 and 4 of a 60 well tray. All controls were valid. Initial negative results were not used in pt management nor in dispensation of any blood products. No report of injury.